Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver was returned for evaluation. An exterior visual inspection was performed and passed. The receiver logs were not downloaded and reviewed due to the moisture damage at the usb connector. Global receiver functional tests and global communication tool software tests were performed but could not be completed because the receiver was unable to communicate with the global communication tool. Manual functional tests "try it" was performed and it passed. The receiver case was opened for further evaluation. An interior inspection found the moisture detection sticker activated. Speaker resistance was measured and passed. Due to moisture damage, the customer complaint could not be confirmed. A root cause could not be determined.